Event description:
The lead showed wide range of painless shock impedance measurements at follow-up. All other numbers were within expected range of values. This lead was capped and measurements on (B)(6) 2011.